Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.2 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to this event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 64th complaint for this lot number: 33 due to dislocation, nine due to trauma, seven for infection, four due to dissociation, two for instability, one subluxation, one due to hematoma, one for poor bone quality, one loose joint, one impingement, and one for the implant being dropped. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity.

Event description:
Revision surgery: the pt's shoulder was unstable and dislocated. The surgeon removed the head, spacer, and insert and replaced them with a +8/44 mm head +4/4 mm insert.